Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A trace pericardial effusion was noted around the laa before the procedure. A double curve watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. No change in the trace pericardial effusion was noted after the procedure. Approximately one to two hours post index procedure, a new pericardial effusion was identified. The pericardial effusion then subsequently progressed to cardiac tamponade. A pericardiocentesis was performed, and the drain was left in to treat the pericardial effusion and cardiac tamponade. Xarelto was held for two days, and the patient was re-started on xarelto three days post index procedure. The pericardiocentesis drain was removed from the patient four days post index procedure, and the patient was then discharged home on the same day.